Event description:
It was reported that the ventricular assist device (vad) exhibited high power associated with high watt alarms and thrombus was suspected. The patient's lactate dehydrogenase (ldh) haemolyzed and has been double their normal level and they also experienced hematuria which was normal for the patient. The patient was placed on blood thinner upon admission and an echocardiogram was performed with no obvious sign of thrombus. The vad "buzz" was heard which sounded normal. It was also reported that the controller had an incorrect date of 2099 in the data file. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: mfg date: 24-jun-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) and one controller ((B)(6)) were not returned for evaluation. Review of the controller log files revealed a slight increase in power consumption and estimated flows beginning on 09-may-2022 leading to parameters above the normal operating range, followed by a return in power consumption and estimated flows to baseline parameters. There were nine high watt alarms were logged since 9-may-2022. Review of the data log file revealed one data point recorded on 17-apr-2022 after 20:43:38 with the date/time stamp of 31-feb-99 at 00:00:00. As a result, the reported high power and real time clock error events were confirmed. The reported "pump buzz" event could not be confirmed due to insufficient evidence. Further investigation using a representative sample revealed that the reported real time clock error event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporaryloss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the data log file. Information provided by the site indicated that, in addition to the high-power event, the patient's lactate dehydrogenase (ldh) hemolyzed and has been double their normal level and they also experienced hematuria which was normal for the patient. Thrombus was suspected. Of note, it was reported by the site that the patient was placed on blood thinner upon admission, which corresponding with the power consumption and estimated flows return to baseline parameters observed in the log files. An echocardiogram was performed with no obvious sign of thrombus. The vad "buzz" was heard which sounded normal. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported incorrect time stamp event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Based on the risk documentation, the reported "pump buzz¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.